Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's smart device lost connection with the transmitter. Dexcom representative advised the patient to turn off/on the bluetooth and wait 15 minutes, which was unsuccessful. No additional patient or event information is available.